Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of bent sensor cannula and sensor anomaly. The customer's blood glucose reading was unknown. The customer stated that the needle came off from 2 of the 3 sensors. The customer stated that the needle hub was still in the serter and the customer pressed the green button and shook the serter and the hub fell out. The customer stated that he fired the sensors too early. The customer will be sent two replacement sensors. The customer will send the sensors back for analysis.